Manufacturer narrative:
The insulin pump had button error alarm due to moisture damage on keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. It was also received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that her blood glucose was 180 mg/dl in the morning, she walked to her daughter's house and blood glucose went down to below 60 mg/dl; she treated with candy and juice and it was at 71 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.